Event description:
Allegedly the patient is experiencing the following mom complications: pain and decreased mobility. Additional information received from litigation on 05/09/2018. Allegedly the patient was revised due to mom complications.